Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for an infection resulting in pd catheter (not a fresenius product) removal. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6)2025 the patient was initially hospitalized with symptoms of nausea and vomiting. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose not provided) and on a subsequent date (date unknown) the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with ceftazidime (details not provided). It was reported that the patient was not recovering from the peritonitis infection. As a result, on (B)(6)2025 the patient was re-admitted into the hospital. Per the nurse, the patient was switched to vancomycin (dose unknown) intravenously in the hospital. Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse stated that the exact cause of the peritonitis is unknown. However, the nurse reported the peritonitis was not caused by fresenius products. It was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse provided that the patient had a recent pd catheter (not a fresenius product) exit site infection which may be the cause of this infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for an infection resulting in pd catheter (not a fresenius product) removal. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was initially hospitalized with symptoms of nausea and vomiting. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose not provided) and on a subsequent date (date unknown) the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with ceftazidime (details not provided). It was reported that the patient was not recovering from the peritonitis infection. As a result, on (B)(6) 2025 the patient was re-admitted into the hospital. Per the nurse, the patient was switched to vancomycin (dose unknown) intravenously in the hospital. Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse stated that the exact cause of the peritonitis is unknown. However, the nurse reported the peritonitis was not caused by fresenius products. It was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse provided that the patient had a recent pd catheter (not a fresenius product) exit site infection which may be the cause of this infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which if often caused by the pd catheter (not a fresenius product). The patient¿s pd nurse reported that the patient had a recent pd catheter exit site infection which may have been a causal factor in this event.